Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the reload was loaded into a pmv instrument. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button by ceasing the placement of staples and tissue transection, and prevent patient harm. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of pre-fire that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a thoraco/ lobectomy, for the first firing, the nurse connected the cartridge to handle, the surgeon tried to clamp the vessel, however could not close the jaws. Replaced by a new cartridge and connected to same handle, the firing was completed with no problem. The status of the patient is no problem.